Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height drawer 4 had no lights on the backboards. The field service engineer replaced the pyxis bus controller board and the controller board on drawer 4.1, then configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed black screen and device went offline. Remote smart service shown offline. The customer rebooted the station and verified the power connection, confirmed that the device was properly plugged in; however, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.